Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached. There was blood and contrast in the inflation lumen. Inspection under magnification revealed there was a balloon pinhole 8mm from the proximal edge of the distal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 1cm in length target lesion was located in a shunt in the severely calcified, moderately tortuous and straight anastomosis site of an unspecified forearm vessel. After a 175cm non bsc guide wire crossed the lesion, a 6.0mmx20mmx40cm sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated for 5 seconds however, it ruptured at 14 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 6mm x 2cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.